Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device remained implanted; therefore, not available for eval. The event investigation is currently underway.

Event description:
It was reported that the pt presented to the ER in cardiac arrest with pulmonary emboli. Reportedly, CPR had been performed on the way to the hospital and at the hospital. Once in the ER, the pt coded multiple times. The pt was transferred to the ir and pulmonary angiography was performed; the images demonstrated bilateral massive pulmonary embolism. In addition, a vena cava filter was seen in the right ventricle. The pt coded several more times, but the physician was able to move the filter to the internal jugular vein with a snare. Thrombolysis (angiojet and tpa of the emboli) was initiated. The pt coded for again and resuscitation was not successful. An autopsy was not performed.